Event description:
The info in this report was provided by the attorney representing the pt. Additional info has been requested from the surgeon. The pt underwent an unremarkable intraocular lens exchange due to dislocation of the intraocular lens. The pt presented with a well-placed implant analysis until approximately ten days prior to the lens exchange. At this time they presented with a broken haptic in the anterior chamber in front of the iris, and the implant clearly dislocated. Prior to the lens exchange, the pt reported symptoms of glare and double-vision (diplopia). Following the lens exchange, the attorney reports client continues to have trouble with sight in this eye and wears a patch over the eye to ease their discomfort.